Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break between the 5cm and 6cm depth markings. The break appeared irregular. Additional fractures were observed in the vicinity of the break. Kinking and compression were observed in the vicinity of the break/fractures. Regions of compression were also observed just distal of the molded joint. Tactile inspection of the sample revealed tensile weakness between the molded joint and the shared break site. Microscopic inspection of the shared break site revealed a dull and coarsely granular fracture surface. The fractures in the vicinity of the break exhibited dully granular fracture surfaces. A fragment of catheter wall appeared to be missing. Inspection of the catheter just distal of the molded joint confirmed compression damage. The compression was consistent with damage caused by application of a securacath within the tapered region of the catheter. This, along with the event description, suggested that the securacath was applied near the molded joint and was likely not applied at the break site. The kinking, compression and tensile weakness suggested that catheter manipulation likely contributed; however, the atypical fracture features suggested that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC line was leaking/ozzing blood at inserting site. Xray confirmed PICC tip location and that PICC intact. PICC noted to be leaking from hole in PICC. PICC rewired to replace and found that PICC has separated in patent and distal tip found in patient's pulmonary artery. Patient required intervention to retrieve and new PICC inserted. Secura-cath product used. Additional info: situation: PICC was fractured closer to insertion site, line floated inside body toward the pulmonary tree, not believed product fault but would like bd bard. Action: line removed from patient in dsa room with femoral snare and new line inserted. Outcome: patient had to have line removed by interventional radiologist and new line reinserted. Full outcome is new line place with opposite arm, nil adverse event since the incident.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1456 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was leaking /ozzing blood at inserting site. X-ray confirmed PICC tip location and that PICC intact. PICC noted to be leaking from hole in PICC. PICC rewired to replace and found that PICC has separated in patent and distal tip found in patient's pulmonary artery. Patient required intervention to retrieve and new PICC inserted. Secura-cath product used. Additional info: situation: PICC was fractured closer to insertion site, line floated inside body toward the pulmonary tree, not believed product fault but would like bd bard. Action: line removed from patient in dsa room with femoral snare and new line inserted. Outcome: patient had to have line removed by interventional radiologist and new line reinserted. Full outcome is new line place with opposite arm, nil adverse event since the incident.